Manufacturer narrative:
Follow-up # 1 ¿ (07/04/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/31/2013 and 6/26/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that approximately 5-7 weeks prior to contacting lfs, he obtained blood glucose readings of ¿23.4 mmol/l¿ with the subject meter and ¿7.9 mmol/l¿ on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient informed the csr that he manages his diabetes with a combination of oral medication and insulin. It is not known what action, if any, the patient took in response to the alleged inaccurate high reading. The patient reported that approximately 4 days after performing the meter to other meter comparison he could not focus or his concentration was not good when attempting to read. The patient reported taking an increased dose of insulin in response to the symptoms and making adjustments to his diet. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. There is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia after obtaining the alleged inaccurate high reading with the subject meter. However, this complaint is being reported because, the subject meter did not meet lfs accuracy criteria.